Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
The customer reported that the ventilator cannot boot up. There was no patient involvement and no report of delay in therapy as a result of this event. The manufacturer¿s international service technician reported that the customer declined service, so no repairs were performed.